Event description:
During the case the 3.0 x 15mm dura star balloon could not inflate. When the balloon was removed from the pt's body, it was found that the distal shaft near the sgw exit port was kinked. There were no problems noted with the product was removed from the packaging. As per failure analysis: an attempt to inflate the balloon was made; however, it could not be inflated given that the balloon had a leakage at its proximal section and the shaft had a leakage.

Manufacturer narrative:
During a peripheral intervention, a durastar ptca balloon catheter would not inflate and when the device was removed, the shaft was found kinked near the guidewire exit port. No pt injury occurred and the procedure was successfully completed with other products. As reported, the durastar was chosen due to a lack of other suitable products; durastar is indicated for use in coronary arteries. The target site in the right tibial artery was described as diffusely diseased. No anomalies were noted prior to use and it had prepped normally. Difficulty was experienced during crossing of the lesion. A non-sterile 3.0/15mm durastar was returned for analysis. More damage was found on the balloon catheter than was originally reported. The shaft of the balloon catheter was kinked. The balloon appeared to have been inflated and deflated. Dry inflation media was observed in the inflation lumen and in the balloon. No other anomalies were observed on the unit. An attempt to inflate the balloon was unsuccessful due to a leakage on the proximal balloon and a shaft leakage. Scanning electron microscopy indicated that the shaft leakage may have been caused by external damage (reverse bending in combination with the stretching twisting and accordion-like damage) and that the balloon leak may have been caused by external surface damage. The balloon leak site inner surface showed no surface damage. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed. Although the exact cause of the damage was not determined; there are no indications that this event is related to the manufacture of the product. Review of the available info suggests that vessel/lesion characteristics or procedure factors may have contributed to this event.